Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that wallflex biliary rx partially covered stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to successfully deploy the stent. However, during removal of the delivery system, the delivery system got caught at the distal end of the stent, making it difficult to remove the delivery system. The physician had to "jiggle" the delivery system in an attempt to pull it out from the patient; the stent was pulled halfway out of position and the olive tip of the delivery system was noted to be attached to the stent. The physician plans to remove the detached tip of the delivery system together with the stent about a week post stent placement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.